Event description:
It was reported that the patient had a deep vein thrombosis (dvt).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: the event date provided in the initial report was estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported deep vein thrombosis (dvt) could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05feb2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.